Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. Very little information is known regarding this event. The patient did not report when the alleged meter issue began nor did they provide information regarding how they manage their diabetes. The reporter claimed obtaining blood glucose readings of ¿160 and 450 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The customer was unable to relay what action they took in response to the alleged inaccuracy and did not provide details regarding any symptoms developed. The customer stated that they had to go to the hospital and received treatment because of the meter issue but did not provide specific details. Their blood glucose was measured on another device but details were not provided. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample sites. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient likely developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.